Manufacturer narrative:
The investigation determined that higher than expected vitros total b-hcg ii results were obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. The investigation determined that the root cause of the higher than expected vitros total b-hcg ii results is unknown. Sample processing and/or an analyzer related issue cannot be ruled out as potential contributors. No repair was required. There was no indication that the instrument or reagent had malfunctioned.

Event description:
The customer obtained higher than expected vitros total b-hcg ii results (68 miu/ml) from single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected total b-hcg ii patient result was reported out of the laboratory. A corrected report (<2.39 miu/ml) was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).